Event description:
It has been reported that the syringe 3ml ll w/ndl eclipse 25x1 rb has been found experiencing two occurrences of safety mechanism failure during use. The following has been provided by the initial reporter: it was reported the safety shield did not engage the needle because it had fallen off. Per email: customer has brought our attention to an issue with bd eclipse safety needles. Twice, while a nurse activated the safety feature, (using the one-handed technique as advised by bd) the pink safety shield came off and did not engage the needle.

Manufacturer narrative:
H.6. Investigation: three photos were received by our quality team for evaluation. Upon visual inspection of the photos received, it was verified that the safety shield detached from the hub. A device history record review found no non-conformances associated with this issue during production of these batches. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.

Manufacturer narrative:
PMA/510(k)#: k980987 / k161170. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 3ml ll w/ndl eclipse 25x1 rb has been found experiencing two occurrences of safety mechanism failure during use. The following has been provided by the initial reporter: it was reported the safety shield did not engage the needle because it had fallen off. Per email: customer has brought our attention to an issue with bd eclipse safety needles. Twice, while a nurse activated the safety feature, (using the one-handed technique as advised by bd) the pink safety shield came off and did not engage the needle.